Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Event description:
It was reported that the asymptomatic patient presented in clinic. During an attempted interrogation, the device was unable to communicate. It was noted that the device was dead and premature battery depletion was suspected. The device was explanted and replaced on (B)(6) 2018. The patient was stable throughout.